Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5 day, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Capd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.